Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 17 events were reported for this quarter. Product return status 7 devices were received. 10 devices were evaluated in the field. Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device had paint chips missing. 17 event had no patient involvement; no patient impact.